Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had loose contact in the socket. The no image is displayed when camera plug is moved slightly up/down in the processor. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9, e1, h6 - medical device problem code is being corrected to "1183 - no display/image". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the suggested event was likely due to the defective video connector socket, which resulted in the contact and communication failure. However, a definitive root cause could not be identified. The olympus field service engineer (fse) performed an inspection. The fse inspected the unit, and the socket was exchanged due to loose contact. Olympus will continue to monitor field performance for this device.